Event description:
A pt was undergoing treatment (first of six 500 cgy fractions) when the physicist noticed that the targeted position appeared to be incorrect after delivery of the first fraction. An assessment of the one affected pt was provided by the pt's physician. According to the physician "a single dose of 500 cgy was delivered to a volume of 5.4 ccm [5.4 cc] to the soft tissue of the neck. Md expect no reaction at all from this irradiation, especially no significant health concern. The pt is in very good condition after the surgery of the brain metastasis."